Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 08/21/2023, it was reported by a sales representative via sems that a 1280-000 retrograde targeting guide broke. This occurred during a case. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that the pegs of the retrograde targeting guide were broken off. No pieces were returned for investigation. Functional testing was not performed due to the broken pegs of the device. The most likely cause of this condition is user error.